Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery. Predilatation was performed prior to stenting. After deployment of the 2.75x23 mm xience prime stent, a dissection was observed, which required treatment with another stent. There was no clinically significant delay in the procedure. No additional information was provided.